Manufacturer narrative:
(B)(4). The customer returned one arterial catheter for analysis. Signs of use in the form of a residue from inside the extension line was observed. Visual analysis revealed a kink around the middle of the catheter extrusion. Microscopic examination confirmed the damage. The kink on the catheter measured 44mm from the juncture hub. The catheter body length measured 84mm, which is within the specification limits of 82mm-86mm per the catheter product drawing. The outer diameter measured 1.24mm, which is within the specification limits of 1.24mm-1.30mm per the catheter extrusion product drawing. A lab inventory guide wire with a diameter of 0.025" was inserted through the returned catheter. Resistance was encountered at the location of the kink; however, the guide wire was able to pass. Performed per IFU statement, "thread tip of catheter over guidewire". A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "use care when removing guidewire. If resistance is encountered, remove guidewire and catheter together as a unit. Use of excessive force may damage catheter or guidewire". The IFU also states, "care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities". The report of a kinked arterial catheter was confirmed through complaint investigation. Visual analysis revealed that the catheter body was kinked around the middle of the extrusion. Despite the damage, the catheter met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report that the damage was observed during use and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: a femoral arterial catheter was inserted in a patient on a high dose intravenous electric syringe antihypertensive. The arterial catheter was functional for 1.5 hours. The arterial catheter was found to be not functioning. On removal, the arterial catheter was bent in the patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: a femoral arterial catheter was inserted in a patient on a high dose intravenous electric syringe antihypertensive. The arterial catheter was functional for 1.5 hours. The arterial catheter was found to be not functioning. On removal, the arterial catheter was bent in the patient.